Event description:
A remstar auto device was returned to a third-party service center with no initial allegation. During the evaluation of the device, the service technician observed the power connector was burnt. Additionally, the service technician also found dust contamination and displayed multiple error codes e053 (comp_log_sem_timeout), and e123 (data_abort_exception). The device was returned repaired. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.